Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Device code: no code available (3191) used to capture device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information.

Event description:
Pinnacle medical records received. After review of medical records the patient was revised due to dislocation with developing of a draining sinus involving his right hip, severe metallosis, infection, femoral and acetabular component loosening with osteolysis. The patient was believed to have a tissue destruction. Revision note reported, there was a gross liquefaction and necrotic tissue identified upon entering the subcutaneous tissue. There was gross exudate and gross destruction not only of the anterior, but posterior capsule. Doi: (B)(6) 2008 - dor: (B)(6) 2020 (right hip).